Event description:
Additional information: it was reported that the granuloma had clogged the tip of the catheter. The patient had become ¿very ill.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also stated that the patient could have a pocket of morphine in him because the pump was "putting out too much morphine at one time."

Event description:
It was reported the pump malfunctioned a few years back in 2005 or 2006, due to a granuloma. Per the reporter, the hcp did not keep the morphine "heated cause he turned the burner off" and instead of wasting it, "he nuked it in the microwave and then liquified it" before doing the refill; this was done in the doctor's microwave used for food and that the morphine had crystallized. It was further reported that the hcp did this nuking of the morphine the last two times before the pump stopped working due to a granuloma. The patient got "too much medication" and he turned grey, and was gurgling on him. They got out "funky, nasty cloudy stuff" from the pump. The family member had to "give him rags", he was overheating and his color "was bad". When the patient went for a second opinion the hcp "dropped" the family member as a patient. Another hcp turned the device off but left the morphine in the pump. It was further noted that the patiently had recently been feeling nauseous, throwing up, and feeling sick. The reporter believed that there could be a pocket of morphine somewhere in the patient's body. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter: model # 8709, lot # j0058202r, implanted on:, lot # j0058202r, explanted on: unknown. (B)(4).